Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: - three radiographic jpeg images provided for evaluation. - no name, date, or demographics on the images. - cannot manipulate the images in any way. (Window leveling, rotating, etc.) - cannot provide diameter or length measurements with jpeg images. - all annotations on the images were completed before submitting to gore. - cannot confirm any annotations on the images without dicom imaging. - the partial reconstruction image appears to show part of an implanted device. Cannot confirm the device or location of it with this image provided. - there appears to be contrast outside the implanted device. Endoleak of unknown origin with available imaging. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent endovascular treatment of an descending aorta aneurysm using gore® tag® conformable thoracic stent graft with active control system(ctag/ac). Reportedly, the procedure went well with all devices being implanted with no issues and patient tolerated the procedure. On (B)(6) 2025, an endoleak, aneurysm enlargement and migration were observed on the follow up computed tomography(CT) imaging. On an unknown date in 2025, the endoleak type was determined as type iiib endoleak on 4d-CT imaging. On (B)(6) 2025, a reintervention was performed, an additional stent graft was placed, the endoleak was resolved. The patient tolerated the procedure.